Event description:
It was reported to boston scientific corporation that during preparation for a sling placement procedure using an advantage fit transvaginal mid-urethral sling system, it was discovered that the inside package was opened and not sealed (specifics unknown). Reportedly, the tyvek lid had not been peeled, and there was no noticeable damage to the shipping packaging. The procedure was completed with another advantage fit transvaginal mid-urethral sling system with no complications to the patient, who was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that during preparation for a sling placement procedure using an advantage fit transvaginal mid-urethral sling system, it was discovered that the inside package was opened and not sealed (specifics unknown). Reportedly, the tyvek lid had not been peeled, and there was no noticeable damage to the shipping packaging. The procedure was completed with another advantage fit transvaginal mid-urethral sling system with no complications to the patient, who was fine at the conclusion of the procedure.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned product revealed that heat transfer marks are present and uninterrupted along the entire edge of the formed tray, indicating that the device was properly sealed. The reported event could not be confirmed.